Event description:
It was reported that a thrombus occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The procedure went as planned and the closure device was successfully implanted in the laa of the patient. There were no patient complications that were reported. At the 45-day follow up, a transesophageal echocardiography (tee) was performed. The images showed that there was a thrombus on the face of the device. The patient was on plavix and aspirin. The patient was discharged from the hospital and started on novel oral anticoagulation medication plus aspirin.